Event description:
Country of complaint: (B)(6). Thread breaking.

Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one open and unused sample without pack. Only the suture is available. The suture shows some kind of damage on the thread surface as can be seen in enclosed picture. Nevertheless, without the packaging of this sample a suitable analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As no other complaints have been received for this code batch, we consider that the unit found is an isolated unit and the rest of the batch is correct. Final conclusion: taking into account the sample received, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.